Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. To resolve the problem, the customer changed the infusion set and cartridge, then resumed insulin therapy.